Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in used condition. The tamper seal was broken. The top case was broken and both plunger cases were cracked. A power up process replicated the super cap error. An occlusion test uncovered a motor rate error. Repairs were done to correct the problems. The failure mode was normal wear. No root cause was found. No patient involvement.

Manufacturer narrative:
Serial number: (B)(4), UDI (B)(4), 510k number k040899, manufacturer date 10/31/2011.

Event description:
Information was received indicating that a smiths medical medfusion 3500 syringe pump received a "super cap" post error/motor error message. There were no reported adverse effects. The product family hazard analysis indicates that the device in the reported incident is related to a hazardous situation (rmd-10001441-interruption of therapy-hazsit.46) and would likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump received a "super cap" post error / motor error message. There were no reported adverse effects. The product family hazard analysis indicates that the device in the reported incident is related to a hazardous situation (rmd-10001441-interruption of therapy-hazsit.46) and would likely cause or contribute to a death or serious injury if the malfunction were to recur.